Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the distal portion of the lead was returned, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was kinked/buckled, the outer insulation was melted, the outer insulation was pulled apart due to overstress, the inner insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking and there was blood in/on the helix/lobe mechanism. (B)(4) the distal portion of the lead was returned, analyzed and the inner insulation was breached and had metal induced oxidation. It was noted that all conductors were distorted, the distal conductor was stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the inner insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the outer insulation was breached cut and there was blood in/on the helix/lobe mechanism. (B)(4) the device was not analyzed as it met expected longevity.

Event description:
It was reported that the patient experienced muscle/nerve stimulation caused by the device and the right ventricular lead. The right atrial lead and the right ventricular lead also exhibited low impedance and insulation failure. The device and both leads were removed and replaced with a new device and new leads. No patient complications have been reported as a result of this event.